Event description:
When reviewing inventory of a surgical kit, a sales rep found a screw disassembled. The event did not occur during surgery. There was no pt injury.

Manufacturer narrative:
Investigation pending.